Event description:
During and unknown procedure the fast-fix 360 straight ndl delivery sy the customer declared that it was impossible to use this device. The customer reported that the first t was broken and the depth gauge is abnormally ¿crumpled¿ at the tip.

Manufacturer narrative:
During and unknown procedure the fast-fix 360 straight ndl delivery sy the customer declared that it was impossible to use this device. The customer reported that the first t was broken and the depth gauge is abnormally ¿crumpled¿ at the tip. Investigation of the returned device was examined by visual inspection and it was confirmed that both t1 & t2 had been completely deployed off the insertion needle. It was also observed to be some human matter at the distal tip of the insertion needle. Functional testing was performed and the actuator actuated as intended. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time.(B)(4).